Manufacturer narrative:
(B)(4). Conclusion: treatment of dissection.

Event description:
A talent thoracic stent graft system was implanted in the patient for the endovascular treatment of a chronic dissecting aortic aneurysm in zone four. At implant, the maximum aneurysm measured 4.7 cm in diameter. The proximal neck was 28 mm in diameter. It was reported that a CT scan revealed an unknown endoleak, it may be a type iii endoleak at the junction of the two talent stent grafts or a type ii endoleak. As the aneurysm was 4.5 cm in diameter and not enlarging, the physician decided to monitor the patient. No additional clinical sequelae were reported and the patient is fine.